Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate component selection component failures, damage, or deterioration ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. Intended users the purewick¿ urine collection system is intended to be operated by: user/patient caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Caution: avoid creating a tripping hazard with the collector tubing or power cord contraindications for use do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings: always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. If the purewick¿ urine collection system is dropped or tipped over spilling urine, unplug the unit and carefully inspect for loose or damaged parts before resuming use. Contact customer support at 1-888-201-1586 if any damage is observed. The pump tubing connecting the purewick¿ urine collection system to the collection canister may experience light condensation inside the tube. This is not unusual and does not affect function. However, if urine or water has streamed into the pump, discontinue use and contact customer support at 1-888-201-1586. Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty. It is important that the port connections be connected correctly for proper operation of the purewick¿ urine collection system. Use of this equipment next to or stacked with other equipment should be avoided because it could result in improper operation. If such use is necessary, this equipment and the other equipment should be observed to verify that they are operating normally. Portable radio frequency (rf) communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 12 inches (30cm) to any part of the purewick¿ urine collection system, including cables specified by the manufacturer. Otherwise, degradation of the performance of this equipment could result. Use only purewick¿ urine collection system accessories with this device. Incompatible parts or accessories can result in degraded performance and will void the warranty. Do not use accessories past expiration date indicated on package labeling. Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. Do not place purewick¿ urine collection system or its cord across walkways creating a tripping hazard. For pw200: the battery cells used in this device may present a fire or chemical hazard. To minimize the risk of damaging the battery inside the purewick¿ urine collection system, do not use the device outside the indicated operating temperature range of 41°f - 104°f (5°c - 40°c). The battery is not intended to be replaced; replacement could result in a hazard. To reduce the risk of electrical shock or injury, do not disassemble this unit. No modification of this equipment is allowed note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Operating instructions 1. After the purewick¿ urine collection system has been set up, place the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused." Correction : h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was not suctioning properly and smelled as if it was burning. Patient would not troubleshoot. It was noted that the patient had been using purewick products for more than 90 days.

Event description:
It was reported that the purewick urine collection system was not suctioning properly and smelled as if it was burning. Patient would not troubleshoot. It was noted that the patient had been using purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.